Event description:
The customer stated that she was hospitalized due to hyperglycemia and diabetic ketoacidosis. The customer reported that her blood glucose reading was over 600 mg/dl. Troubleshooting was performed and found that the insulin pump programmed correctly. The prime and high pressure tests passed. The customer stated that the insulin pump alarmed failed battery test with several new batteries. The customer also stated that she has been under a lot of stress, and this may have caused her blood glucose levels to elevate. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no prod has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.